Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05133 and 0001822565-2017-05135. Concomitant medical products: unknown trilogy cup, unknown stem, unknown cocr head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately 21 years post implantation due to dislocation, poly wear and osteolysis in zone 3 of acetabulum. Removed cup, liner and head during revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. X-ray review from external surgeon notes: steep acetabular cup angle of inclination is present, which is a known risk factor for hip dislocation, superior polyethylene liner wear and granulomatous osteolysis. Acetabular cup anteversion versus retroversion is not determined on a single ap x-ray. The femoral stem placement exhibits varus alignment. Radiolucencies within the ileum medial to the acetabular cup suggests granulomatous osteolysis. The femoral component appears intact. The femoral stem placement is in varus alignment, with the tip of the femoral stem contacting the endosteum of the lateral femoral shaft. Radiolucency consistent with stress shielding is present at the proximal femur. There is a bony sclerosis (pedestal formation) at the tip of the femoral stem. Thin radiolucent line is present at the metal-bone interface at the tip of the femoral stem. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.